Event description:
Augmentation mammoplasty in 2003 with mentor style 1600 saline implants: 270cc bilaterally. 10/2006, p.e: obvious deflation of left breast implant. Pt underwent removal of deflated left breast implant. Replaced with mentor saline implant. Ref# 350-1635-250cc filled to 2700c. Implant will be returned to mentor.